Event description:
Caller alleged inaccuracy with inratio. Results as follows: date: 04/2007, inratio: 3.9, lab: 10.1(4 hrs later).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date limits: 04/2007, inratio: 3.9, lab: 10.1(4 hrs later), mean: 7.0, confidence: unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. A valid test results is performed within 3 hours. These readings were performed 4 hours apart. This is considered an adverse event. The patient was sent to the hospital and vitamin k was given. Therefore, further testing is required at this time.